Manufacturer narrative:
The device was evaluated and it was confirmed to be missing the guidestop screw. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Event description:
It was reported that the guidestop screw was discovered to be missing from the 22cm sp bayonet 1.2mm tip during an equipment evaluation at the manufacturer. There was no patient involvement, and there were no user injuries or adverse consequences.